Event description:
Pt undergoing pericardiocentesis. First stick penetrated right ventricle leading to cardiac tamponade, deterioration, operative repair. Pt died following operative repair.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: incorrect technique/procedure, inherent risk of procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, inserviced by other facility staff. The device was destroyed/disposed of.